Manufacturer narrative:
Device evaluation summary: the reported issue that this bio-console 560 instrument turned off after a few seconds when it was disconnected from the mains was verified during service. The service technician confirmed the 12v battery life issue. The issue was resolved by replacing the batteries x2. Preventive maintenance was performed per specifications. Correction b5: medtronic received information that prior to use, this bio-console 560 instrument turned off after a few seconds when it was disconnected from the mains. It was thought that it could be due to a battery issue. The use of the instrument was unknown. There was no patient impact associated with this event. Correction h6: updated the annex b, annex c and the annex d codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6: updated the fdp and imf codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this bio-console 560 instrument turned off after a few seconds when it was disconnected from the mains.it was thought that it could be due to a battery issue. The use of the instrument was unknown. There was no adverse patient effect reported with this event.